Manufacturer narrative:
The insulin pump was received with a critical pump error alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement test or verify pump error 43 and pump error 3 alarms due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed twice a motor error indicating the motor detected a reading that had unexpected value from hall sensor twice. The insulin pump also alarmed a motor error indicating the main arm cannot communicate with the motor arm. The customer¿s blood glucose level was unknown at the time of the incident. The error table indicates that the pump cannot be used any more. The insulin pump is not expected to be returned for analysis.